Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that the pump was emitting no sounds or vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/15/2016 with the following findings: during investigation, the pump powered on with audible sounds and vibratory alarms functioning properly. All audio settings were set to ¿high¿ except temp basal set "off." The complaint of no audible tones or vibration alarms was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.